Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 occurred. Reportedly, the pump prompted customer to change the cartridge. Pump history review by tandem technical support confirmed there was no relatable events at the time of the cartridge removal. There was no reported impact to customer's blood glucose level.